Event description:
Allegedly the power wheelchair slowed down then suddenly jolted forward causing the end user to run into a screen door with her knee. End user sustained bruising and visited an orthopedic surgeon. No other issues reported.